Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 81 mg/dl. The customer stated that their is no significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. No vibration anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.